Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor scan result and it is unknown whether the customer noted a trend arrow on the device. The customer did not specify any symptoms; however, the customer was brought in a hospital, where an unspecified glucose reading was obtained on a laboratory result and was compared to unspecified high sensor scan result. The customer received unspecified medications administered via injection and orally as treatment for a diagnosis of hypoglycemia. Additionally, the customer received unspecified medications for their unspecified secondary illness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the product no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was conducted for the reported complaint and the product no trends were identified that would indicate any product related issues. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: b5: updated narrative to reflect obtained treatment information and case was deemed as non-reportable. G3: date received by MFR: updated to 1/13/2026 h6: adverse event problem: updated "health effect - clinical code e" to "e1205: hyperglycemia" code.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high adc device scan result, and it is unknown whether the customer noted a trend arrow on the device. The customer did not specify any symptoms; however, the customer was brought in a hospital, where an unspecified glucose reading was obtained on a laboratory result and was compared to unspecified high adc device scan result. The adc customer service was able to reach the customer and reported that they received insulin injection (dose/type unspecified) and stagid 700mg for treatment. Additionally, the customer received atorvastatin for cholesterol management. Based on the additional information provided, the reported treatment is consistent to decrease glucose levels and there is no indication that the adc device contributed to an adverse event. Therefore, the reported issue has been deemed non-reportable and no further reports are required.